Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the ipg was unable to be interrogated. There was one position where the ipg was able to be interrogated but then it stopped. It was suspected that there was interference from a heart pump device. The ipg was programmed off and will be programmed back on when the heart pump is removed. No patient complications have been reported as a result of this event.